Event description:
No blood glucose levels reported. The customer reported being hospitalized on (B)(6) 2013. The customer reported being unconscious and waking up in the hospital. The customer treated with glucose tablets. Troubleshooting was done. The customer reported that she might have used too much insulin. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.